Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed right ventricular (rv) lead oversensing. Concomitant medical products: product ID d274trk, implanted: (B)(6) 2011; 4068-52, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that there was electrical magnetic interference on both atrial and right ventricular (rv) leads. The leads remain in use. It was also reported by the patient that they felt light headed one day last week. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.